Event description:
It was reported that a minicap extend life pd transfer set had a black spot on its tubing. There was no patient involvement as this was found before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and microscope which noted loose particulate matter on tubing. Functional tests including leak testing, clear passage testing, clamp function testing were performed with no issues noted. The reported problem of a black spot was confirmed but the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.